Manufacturer narrative:
As reported, post implant ventralight st w/echo ps the patient experienced severe pain and other unspecified complications. Contact reports that no additional information will be provided at this time. Based on the information provided to date, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patient¿s reported symptoms. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in january, 2020. Note, the date of implant is provided as a best estimate ((B)(4) 2020) as specific date was not provided. This emdr represents the bard/davol ventralight st w/echo ps (device #2). An additional emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported, the patient underwent an unspecified surgical procedure with implant of bard/davol 3dmax mesh, large, right. The patient was seen by another surgeon and then underwent a revision procedure in (B)(6) 2020 which included removal of the 3dmax mesh and implant of bard/davol ventralight st w/echo mesh. As reported, the patient is experiencing severe pain, discomfort and other unspecified complications. It was also reported that another additional surgery is being scheduled to remove the ventralight st mesh.